Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx), non-penumbra 6fr guide catheter, and guidewire. During the procedure, while advancing the catrx over a guidewire and through the guide catheter, proximally to the first turn in the artery, the physician experienced resistance and consequently, the tip of the catrx became kinked. The procedure was completed using manual aspiration catheter and the same guide catheter. There was no report of an adverse effect to the patient.